Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 2 years and 8 months post-surgery. The patient experienced chronic pain, nausea, mesh "contracted into a small ball" and migrated necessitating complete removal, and recurrence.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced chronic pain, nausea, mesh "contracted into a small ball", inflammation, adhesions, mesh migration, failure of mesh, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, and recurrence. Post-operative patient treatment included revision surgery and removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.